Event description:
It was reported to iridex that a conjunctival tear occurred while treating a patient but the tear was minor and it happened at the end of the treatment. This is a predicted complication associated with the use of any ophthalmic laser system when used to deliver treatment. No information regarding the patient, patient recovery, treatment parameters used were provided to iridex to have a conclusive finding. In accordance with standard protocol, iridex will proceed with processing the complaint based on the information currently available. Taking a proactive approach, iridex reviewed IFU guidance for scenarios where the g-probe might contribute to conjunctival tearing. The IFU advises: 1. Keep the probe tip and eye surface moist throughout the procedure. 2. If the device snags on the conjunctiva, momentarily stop laser treatment, release the conjunctiva, reposition the device, and then resume treatment. Typically, conjunctival tears resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because conjunctival burns typically: · do not result in life-threatening illness or injury, · do not result in permanent impairment of a body structure or a body function, · do not require hospitalization or prolongation of patient hospitalization, · do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.